Event description:
Customer reports getting results outside of reading range of 9mg/dl and 6mg/dl while using the advantage system. Customer also reports result of 08mg/dl. Device to display "lo" for results less than 10mg/dl. Controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.